Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("severe hemorrhaging") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included body mass index normal. Concomitant products included acetylsalicylic acid (aspirin) since 2000, buspirone from 2013 to 2016, carisoprodol (soma) from 2009 to 2011, cetirizine hydrochloride (cetirizin) since 2013, furosemide since 2014, gabapentin from 2012 to 2016, mepergan since 2014, metoprolol since 2001, montelukast since 2013 and quetiapine since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache / head pain"). In 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe low back pain / lower back pain"), abdominal pain ("severe abdominal pain and cramping"), neoplasm ("tumor/teratoma/cancer"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, abdominal pain, migraine, headache, nausea, depression, alopecia, neoplasm, weight increased and urinary tract infection outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower, dyspareunia and female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, neoplasm, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient concomitant condition added, concomitant and historical drug added, events added as :- pelvic pain, migraine, headache, nausea, depression, alopecia, neoplasm,weight increased,abdominal pain lower, dyspareunia, female sexual dysfunction, urinary tract infection. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), genital haemorrhage ("severe hemorrhaging") and staphylococcal infection ("staph infection") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mental disorder nos and heart disorder. Previously administered products included for an unreported indication: depo. Concurrent conditions included body mass index normal. Concomitant products included acetylsalicylic acid (aspirin) since 2000, buspirone from 2013 to 2016, carisoprodol (soma) from 2009 to 2011, cetirizine hydrochloride (cetirizin) since 2013, furosemide since 2014, gabapentin from 2012 to 2016, mepergan since 2014, metoprolol since 2001, montelukast since 2013 and quetiapine since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes/urgent need to iurinate:frequent"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced anaemia ("anemia") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"), emotional disorder ("emotional") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache / head pain"). In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced staphylococcal infection (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe low back pain / lower back pain"), abdominal pain ("severe abdominal pain and cramping"), uterine neoplasm ("tumor/teratoma/cancer/tumor / teratoma / cancer type: tumors on uterus"), abdominal pain lower ("cramping"), female sexual dysfunction ("apareunia"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), mental disorder ("mental disorder") and cardiac disorder ("heart disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, staphylococcal infection, back pain, abdominal pain, migraine, headache, nausea, depression, alopecia, uterine neoplasm, weight increased, urinary tract infection, mood swings, emotional disorder, hot flush, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, anaemia, dysmenorrhoea, fatigue, vaginal infection, mental disorder and cardiac disorder outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower, dyspareunia and female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, staphylococcal infection, urinary tract disorder, urinary tract infection, uterine neoplasm, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet received. Events mental and heart disorder were added. Lab data updated. Product, patient, and reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mental disorder and heart disorder. (B)(6) 2009: essure confirmation test: everything was ok. Previously administered products included for an unreported indication: depo. Concurrent conditions included body mass index normal. Concomitant products included acetylsalicylic acid (aspirin) since 2000, buspirone from 2013 to 2016, cetirizine hydrochloride (cetirizin) since 2013, furosemide since 2014, gabapentin from 2012 to 2016, metoprolol since 2001, montelukast since 2013, muscle relaxants, centrally acting agents from 2009 to 2011, pethidine hydrochloride;promethazine hydrochloride (mepergan) since 2014 and quetiapine since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes/urgent need to urinate:frequent"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced anaemia ("anemia") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"), emotional disorder ("emotional") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache / head pain"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced staphylococcal infection ("staph infection"). On an unknown date, the patient experienced genital haemorrhage ("severe hemorrhaging"), back pain ("severe low back pain / lower back pain"), abdominal pain ("severe abdominal pain and cramping"), abdominal pain lower ("cramping"), female sexual dysfunction ("apareunia"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), mental disorder ("mental disorder") and cardiac disorder ("heart disorder") and was found to have uterine neoplasm ("tumor/teratoma/cancer/tumor / teratoma / cancer type: tumors on uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, staphylococcal infection, back pain, abdominal pain, migraine, headache, nausea, depression, alopecia, uterine neoplasm, weight increased, urinary tract infection, mood swings, emotional disorder, hot flush, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, anaemia, dysmenorrhoea, fatigue, vaginal infection, mental disorder and cardiac disorder outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower, dyspareunia and female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, staphylococcal infection, urinary tract disorder, urinary tract infection, uterine neoplasm, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and endometritis ('chronic endometritis') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mental disorder, heart disorder, chronic cervicitis, endocervical squamous metaplasia, nabothian cyst, adenomyosis, tissue adhesion and uterine prolapse. (B)(6) 2009: essure confirmation test: everything was ok. Previously administered products included for an unreported indication: depo. Concurrent conditions included body mass index normal. Concomitant products included acetylsalicylic acid (aspirin) since 2000, buspirone from 2013 to 2016, cetirizine hydrochloride (cetirizin) since 2013, furosemide since 2014, gabapentin from 2012 to 2016, metoprolol since 2001, montelukast since 2013, muscle relaxants, centrally acting agents from 2009 to 2011, pethidine hydrochloride;promethazine hydrochloride (mepergan) since 2014 and quetiapine since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes/urgent need to iurinate:frequent"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced anaemia ("anemia") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"), emotional disorder ("emotional") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache / head pain"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced staphylococcal infection ("staph infection"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe hemorrhaging"), back pain ("severe low back pain / lower back pain"), abdominal pain ("severe abdominal pain and cramping"), abdominal pain lower ("cramping"), female sexual dysfunction ("apareunia"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), mental disorder ("mental disorder") and cardiac disorder ("heart disorder") and was found to have uterine neoplasm ("tumor/teratoma/cancer/tumor / teratoma / cancer type: tumors on uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometritis, staphylococcal infection, back pain, abdominal pain, migraine, headache, nausea, depression, alopecia, uterine neoplasm, weight increased, urinary tract infection, mood swings, emotional disorder, hot flush, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, anaemia, dysmenorrhoea, fatigue, vaginal infection, mental disorder and cardiac disorder outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower, dyspareunia and female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometritis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, staphylococcal infection, urinary tract disorder, urinary tract infection, uterine neoplasm, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received: event endometritis added and made medically significant and intervention required due to surgery. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain/pelvic pain') and endometritis ('chronic endometritis'). In a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included; mental disorder, heart disorder, chronic cervicitis, endocervical squamous metaplasia, nabothian cyst, adenomyosis, tissue adhesion and uterine prolapse. On (B)(6) 2009m essure confirmation test: everything was ok. Previously administered products, included for an unreported indication: depo. Concurrent conditions included: body mass index normal. Concomitant products included: acetylsalicylic acid (aspirin) since 2000, buspirone from 2013 to 2016, cetirizine hydrochloride (cetirizine) since 2013, furosemide since 2014, gabapentin from 2012 to 2016, metoprolol since 2001, montelukast since 2013, muscle relaxants, centrally acting agents from 2009 to 2011, pethidine hydrochloride;promethazine hydrochloride (mepergan) since 2014 and quetiapine since 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes/urgent need to urinate: frequent"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced nausea ("nausea") and alopecia ("hair loss"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric problems, condition: depression"). On (B)(6) 2012, the patient experienced anaemia ("anemia") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced mood swings ("mood swings"), emotional disorder ("emotional") and hot flush ("hot flashes"). On (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache/head pain"). On 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced staphylococcal infection ("staph infection"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe hemorrhaging"), back pain ("severe low back pain / lower back pain"), abdominal pain ("severe abdominal pain and cramping"), abdominal pain lower ("cramping"), female sexual dysfunction ("apareunia"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), mental disorder ("mental disorder") and cardiac disorder ("heart disorder"). And was found to have uterine neoplasm ("tumor/teratoma/cancer/tumor/teratoma/cancer type: tumors on uterus"). The patient was treated with surgery (hysterectomy, with bilateral salpingectomy and vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometritis, staphylococcal infection, back pain, abdominal pain, migraine, headache, nausea, depression, alopecia, uterine neoplasm, weight increased, urinary tract infection, mood swings, emotional disorder, hot flush, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, anaemia, dysmenorrhoea, fatigue, vaginal infection, mental disorder and cardiac disorder outcome was unknown. The genital haemorrhage had resolved and the abdominal pain lower, dyspareunia and female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometritis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, staphylococcal infection, urinary tract disorder, urinary tract infection, uterine neoplasm, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted, essure removal date as per mr is (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 19.3 kg/sqm. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), genital haemorrhage ("severe hemorrhaging") and staphylococcal infection ("staph infection") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included body mass index normal. Concomitant products included acetylsalicylic acid (aspirin) since 2000, buspirone from 2013 to 2016, carisoprodol (soma) from 2009 to 2011, cetirizine hydrochloride (cetirizin) since 2013, furosemide since 2014, gabapentin from 2012 to 2016, mepergan since 2014, metoprolol since 2001, montelukast since 2013 and quetiapine since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes/urgent need to iurinate: frequent"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced anaemia ("anemia") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"), emotional disorder ("emotional") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache / head pain"). In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced staphylococcal infection (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe low back pain / lower back pain"), abdominal pain ("severe abdominal pain and cramping"), uterine neoplasm ("tumor/teratoma/cancer/tumor / teratoma / cancer type: tumors on uterus"), abdominal pain lower ("cramping"), female sexual dysfunction ("apareunia"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, abdominal pain, migraine, headache, nausea, depression, alopecia, uterine neoplasm, weight increased, urinary tract infection, mood swings, emotional disorder, hot flush, vaginal haemorrhage, menorrhagia, staphylococcal infection, bladder disorder, urinary tract disorder, anaemia, dysmenorrhoea, fatigue and vaginal infection outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower, dyspareunia and female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, staphylococcal infection, urinary tract disorder, urinary tract infection, uterine neoplasm, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information was updated. Events: mood swings, emotional disorder, hot flushes, vaginal haemorrhage, menorrhagia, staphylococcocal infection, bladder disorder, urinary tract infection, vaginal infection, anaemia, dysmenorrhra were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mental disorder and heart disorder. (B)(6) 2009: essure confirmation test: everything was ok. Previously administered products included for an unreported indication: depo. Concurrent conditions included body mass index normal. Concomitant products included acetylsalicylic acid (aspirin) since 2000, buspirone from 2013 to 2016, cetirizine hydrochloride (cetirizin) since 2013, furosemide since 2014, gabapentin from 2012 to 2016, metoprolol since 2001, montelukast since 2013, muscle relaxants, centrally acting agents from 2009 to 2011, pethidine hydrochloride;promethazine hydrochloride (mepergan) since 2014 and quetiapine since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes/urgent need to iurinate:frequent"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced anaemia ("anemia") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"), emotional disorder ("emotional") and hot flush ("hot flashes"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache / head pain"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced staphylococcal infection ("staph infection"). On an unknown date, the patient experienced genital haemorrhage ("severe hemorrhaging"), back pain ("severe low back pain / lower back pain"), abdominal pain ("severe abdominal pain and cramping"), abdominal pain lower ("cramping"), female sexual dysfunction ("apareunia"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), mental disorder ("mental disorder") and cardiac disorder ("heart disorder") and was found to have uterine neoplasm ("tumor/teratoma/cancer/tumor / teratoma / cancer type: tumors on uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, staphylococcal infection, back pain, abdominal pain, migraine, headache, nausea, depression, alopecia, uterine neoplasm, weight increased, urinary tract infection, mood swings, emotional disorder, hot flush, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, anaemia, dysmenorrhoea, fatigue, vaginal infection, mental disorder and cardiac disorder outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower, dyspareunia and female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, staphylococcal infection, urinary tract disorder, urinary tract infection, uterine neoplasm, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Company causality updated from non assessable to unrelated for event staph infection and from unrelated to related for the event of apareunia. Event of staphylococcal infection downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.